Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that there is circuit disconnect alarm in pressure mode. There was no patient involvement at the time of the incident as it was found during setup before use.